Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to product specifications. A functional test including pressure test and clear passage were performed and the results were satisfactory. Additionally a pull test was performed which observed that all components were correctly assembled. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set separated from an injection port during infusion. This resulted in a backflow and leak of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.